Event description:
Customer reports that an error message, which indicated that a transducer could not be detected occurred after the patient turned from side to side. This occurred on day 8 after the implant. Customer is not sure if microsensor was replaced or if monitoring was discontinued all together.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon complaint of the investigation, a follow up report will be filed.